Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078342, UDI: (B)(4).

Event description:
It was reported that the patient's leads were fractured, however, this was not confirmed with imaging. No further information could be obtained despite good faith efforts.